Event description:
It was reported six months post-op, the pt presented with a murmur. At one year post-op the murmur was present with chest pain. An echo revealed a stenotic aortic valve. The valve was explanted. Additional info has been requested.